Event description:
It was reported that a patient underwent a patella femoral prothesis procedure on an unknown date. Subsequently, a revision procedure is indicated as the patient¿s patella has dislocated and is too thin. There has been no revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, product identification and expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date ¿ unknown.